Event description:
Telemetry measurements carried out showed that the integrity and impedance were not measureable, though the coupling was ok. The pt's hearing was not altered at this time. However 16 days later the pt said that over the past week their ability had become less and less. Telemetry measurements carried out showed "poor coupling".